Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain - pelvic pain') in an adult female patient who had essure (batch no. C51063) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder removal. Concurrent conditions included migraine, abdominal pain, flank pain, bloating, muscle ache, arthralgia multiple, headache, pap smear, smoker, paratubal cyst and overweight. Concomitant products included dexamfetamine hydrochloride (dextroamphetamine hydrochloride). On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced anxiety ("psychological or psychiatric conditions: anxiety and depression") and depression ("psychological or psychiatric conditions: anxiety and depression"). In (B)(6) 2017, the patient experienced fatigue ("fatigue"). In (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("pain low back pain"). On an unknown date, the patient experienced polycystic ovaries ("reproductive system disorder: polycystic ovary syndrome"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and partial coronectomy). At the time of the report, the pelvic pain, dyspareunia and fatigue was resolving, the vaginal haemorrhage, menorrhagia, dysmenorrhoea and polycystic ovaries outcome was unknown and the anxiety, depression and back pain had resolved. The reporter considered anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, polycystic ovaries and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Abdominal x-ray - on an unknown date: confirmation of essure coils in expected pelvic location. An x-ray was performed showing no evidence of retained coil. Hysterosalpingogram - on (B)(6) 2015: satisfactory position of essure devices with bilateral tubal occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: foreign body in uterus. Most recent follow-up information incorporated above includes: on 10-jun-2019: pfs and mr received. New events pain low back pain and pelvic pain, abnormal bleeding (vaginal, menorrhagia), dysmenorrhea, dyspareunia (painful sexual intercourse), fatigue, psychological or psychiatric conditions: anxiety and depression and reproductive system disorder: polycystic ovary syndrome were added. Patient information were added. Product information, lot number, indication and essure insertion and removal date were added. New reporter and patient address were added. Medical history, lab data and concomitant medication were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain - pelvic pain') in an adult female patient who had essure (batch no. C51063) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder removal. Concurrent conditions included migraine, abdominal pain, flank pain, bloating, muscle ache, arthralgia multiple, headache, pap smear abnormal, smoker, paratubal cyst and overweight. Concomitant products included dexamfetamine hydrochloride (dextroamphetamine hydrochloride). On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced anxiety ("psychological or psychiatric conditions: anxiety and depression") and depression ("psychological or psychiatric conditions: anxiety and depression"). In (B)(6) 2017, the patient experienced fatigue ("fatigue"). In (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("pain low back pain"). On an unknown date, the patient experienced polycystic ovaries ("reproductive system disorder: polycystic ovary syndrome"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and partial cornuectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dyspareunia and fatigue was resolving, the vaginal haemorrhage, menorrhagia, dysmenorrhoea and polycystic ovaries outcome was unknown and the anxiety, depression and back pain had resolved. The reporter considered anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, polycystic ovaries and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Abdominal x-ray - on an unknown date: confirmation of essure coils in expected pelvic location. An x-ray was performed showing no evidence of retained coil.. Hysterosalpingogram - on (B)(6) 2015: satisfactory position of essure devices with bilateral tubal occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: foreign body in uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jun-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.